Manufacturer narrative:
Pt demographics unk. Medtronic rep tested the system, it is functioning as intended. No pt impact reported.

Event description:
Medtronic rep reported the surgeon stated the fluoromerge software anatomy images contained lines and ball bearings. No impact on pt reported.